Event description:
It was reported that after an unk procedure, patient suffered from post-op staple line bleeding on day 6. Patient was on aspirin, but was withheld aspirin during surgery until post-op day 4. Bleeding was observed post-op day 6, surgeon stopped aspirin and bleeding was resolved on its own. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 6/18/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any treatment of transfusion or medical intervention done? Current updated patient outcome (recovered, not yet recovered, others) was there any treatment of transfusion or medical intervention done? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. Correction: h1: not reportable. Upon review of the additional information provided ¿was there any treatment of transfusion or medical intervention done? No.¿, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Corrected data: b3. Additional information received: 1. It was stated that the procedure date is on (B)(6) 2025, and bleeding was first observed on day 6. However, the date of event was given as 26 may 2025. May I confirm the procedure and event dates? Procedure and event dates are accurate. Product complaint was filed upon notification by surgeon i.e. On (B)(6) 22/5 should be accurate. 2. Confirm number of ech60s device used 1 pc. 3. Confirm number of gst60b device used 3 pc. 4. Current updated patient outcome (recovered, not yet recovered, others) recovered. 5. Was there any treatment of transfusion or medical intervention done? No.